Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01nov2014 as patients were implanted between nov2014 and dec2022. Author information: vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233. Division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny; columbia university irving medical center, new york, ny; division of cardiology, department of medicine, columbia university irving medical center, new york, ny. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the research article ¿surgical interventions for accumulation of bio-debris causing outflow graft obstruction and thrombosis following heartmate 3¿ (hm3) retrospectively reviewed 298 hm3 left ventricular assist device (lvad) patients and identified eight (2.7%) that were implanted between november 2014 and december 2022 who required corrective surgery. Patient 2 was implanted at age 43.8 years for destination therapy and presented with low flow alarms 9 months following implant. A computerized tomography angiography (cta) identified 60-70% stenosis near the bend relief. Pre-intervention hm3 parameters were reported. The speed was 5800 revolutions per minute (rpm), flow was 0.7 l/min, pulsatility index (pi) was 1.9, and power was 3.6 watts. Post-intervention parameters were reported. The speed was 6000 rpm, flow was 5.1 l/min, pi was 3.6 and power was 5 watts. The duration of follow-up was 5.6 post hm3 and 4.9 years post intervention. The patient's last known status was reported as alive and on the device.

Manufacturer narrative:
This event was determined to be supplemental, and the investigation findings will be submitted under manufacturer report #2916596-2018-04747. No further information was provided. The manufacturer is closing the file on this event.